Event description:
While attempting to extract patient's previous implant, approximately four inches of the distal drill broke off in patient's femur. A portable x-ray was taken and the hardware was located. The entire portion of the drill was removed intraoperatively.